Manufacturer narrative:
The insulin pump was received with blank display due to corrosion on the lcd board. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners and cracked reservoir tube lip.

Event description:
Customer reported via phone call moisture damage on the insulin pump. Customer's blood glucose level was 123 mg/dl. Troubleshooting for moisture damage was performed. Customer advised they had droplets of water inside of the display screen. Customer advised the water and condensation appeared under the lcd display. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.